Event description:
It was reported per medwatch report that during a deep vein thrombosis (dvt) declot procedure, the fragmentation basket detached from the catheter. The retrieval of the basket and continuation of the procedure was successful.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.